Event description:
The customer reported via phone call that they had several low blood glucose events in the past. The customer reported their blood glucose declining to around 50 mg/dl. Customer declined to troubleshoot for their low blood glucose. The customer also inquired about the scroll wrap feature on their insulin pump. The customer's insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a broken belt clip slot.